Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported there was a non-sustained lead noise alert via merlin.net. Upon examination of the egm, a diagnostic anomaly was noted. Reprogramming of the device was recommended and that the patient will be monitored.